Manufacturer narrative:
The unit powered up properly after battery installation. The unit was received with operating currents within specifications. No battery out limit alarms noted. The unit was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The unit was received with cracked case at display window corners, reservoir tube, and battery tube threads. The unit was received with scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 108 mg/dl. Troubleshooting was performed. The device was returned for analysis.